Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricle (rv) lead perforated the right ventricle apex, causing pneumothorax. No product performance issues were observed. The patient was sent to another hospital where the lead was explanted, and a new epicardial lead was successfully implanted. No additional adverse patient effects were reported.